Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized for high blood glucose and diabetic keto acidosis on (B)(6) 2021. Blood glucose reading was 500 mg/dl. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Auto mode feature was not active at the time of reported high blood glucose. Customer was treated with intravenous insulin drip for high blood glucose. Customer reported that they had symptoms like nausea, confusion, headache, altered vision at time of hospitalization. The insulin pump will be returned for analysis.